Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the MRI facility not following the IFU for the appropriate neurostimulator model, the patient experiencing a fall, injury, or performing strenuous activities since the implant, and the patient having other implanted pins/screws/devices have been ruled out as potential causes. However, there were multilevel degenerative changes involved in the thoracic spine. The stimulator is used to treat pain. The cause of the dull aching is unrelated to the curonix device as imaging revealed multilevel degenerative changes involved in the thoracic spine (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI issues. Issues after an MRI issue rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI issue rates will continue to be tracked and trended.

Event description:
The patient reported dull aching in their thoracic spine area two weeks after an MRI. Although the pain has decreased over time, it has not gone away. X-rays have not been performed to confirm device placement as the patient has been traveling for work. The commercial team member noted the device is working for its intended purpose. However, the patient would like adjustments to improve the quality of therapy. Additional information was provided on september 16, 2024. X-rays were performed which showed the device position was unchanged compared to images taken in 2020. However, there were multilevel degenerative changes involved in the thoracic spine. The patient status remains unchanged.